Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Failure of three proximal 3.2mm nextra implants to engage with a 4.5mm middle nextra implant in the same surgery. The procedure was completed with a k-wire. A surgical delay of >30 minutes was reported.